Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-s - corrected brand name: servo-s base unit d4 ¿ version or model #: - previous version or model #: servo-s - corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information the control cable and air gas module was determined defective and in need of replacement. The issue was confirmed in the provided log files. The control cable connects the patient unit and the user interface. The cable can be partly wound on the cable reel on the rear side of the user interface. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The lithium batteries, battery modules and maintenance kit was also in need of replacement due to being expired. No parts have been replaced since the quote was not accepted by the customer. Our conclusion is that the defective parts was the cause of the failure. However, the root cause of why the parts failed has not been established as the replaced part was not returned for investigation.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).